Event description:
It was reported that the asymptomatic patient presented to the clinic for follow-up. Post-paced t-wave oversensing was observed on stored egm. Reprogramming changes were made. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that remote transmission revealed that post-paced t-wave oversensing reoccurred. The patient was brought in to the clinic and further programming changes were made. The patients condition was good after the event.